Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was not able to confirm the customer reported complaint. Visual inspection did not find anything missing or damaged at the grip area. The blade was manually extracted and was not damaged. No other damage was found. Based on the information provided, this complaint is being reported due to following conclusions: the tip from the endowrist one vessel sealer instrument broke off in the patient and was retrieved laparoscopically.

Event description:
It was reported that during a da vinci prostatectomy procedure, the tip of the endowrist one vessel sealer instrument broke off in the patient and was retrieved. There was no patient harm. On 05/13/2015, intuitive surgical, inc. Obtained following additional information from the customer: the surgeon was performing a da vinci prostatectomy procedure. The instrument was opened form package, and then inserted and 2-3 minutes after use, the tip broke off in the patient. According to the initial reporter, the surgeon did not do anything to cause the instrument tip to break. The instrument was inspected prior to use and no physical damages were noted. The fragment(s) were retrieved laparoscopically. No additional surgical procedure was required and no post-operative tests were performed. The patient did not return back to the hospital due to experiencing post-surgical complications. There was no patient injury. It is unknown if the instrument made contact with any other instruments during procedure. They do not have the box anymore to see the lot number of the instrument.